Event description:
A customer observed multiple, reproducible, higher than expected, vitros valp results from a single patient sample using two different vitros 5, 1 fs chemistry systems during a correlation study. The following results were obtained: patient results = 67.1 (5, 1 fs # 1), 55.0 (5, 1 fs # 2) vs. An expected result = 45.0 ug/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected results were not reported out of the laboratory. No vitros valp patient results were run during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, reproducible, higher than expected; vitros valp results were obtained from a single patient sample using two different vitros 5, 1 fs chemistry systems during a correlation study. The investigation determined that the affected sample was not stored in accordance with the vitros valp IFU. The csc reviewed this information with the customer. Following protocol correction, acceptable vitros valp performance was obtained using an in-use vitros valp reagent lot. The most likely cause of the event was determined to be user error. There was no evidence that an instrument or a reagent related issue contributed to the event.